Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic pyeloplasty procedure, while the patient was in the operating room (or) under anesthesia, the bipolar fenestrated grasper (bfg) broke. One of the metal jaws and a piece of the plastic wrist of the bfg fell inside the patient. The parts that fell inside the patient were retrieved and removed. The broken bfg was replaced with another bfg to resolve the issue. The procedure was completed without further problems, and all these actions took less than five minutes. There was no patient injury.

Manufacturer narrative:
H2) correction: d1; additional information: d4 (UDI #), h4 h3) device evaluation: medtronic led an evaluation of the associated device logs and a provided image for the reported bipolar fenestrated grasper. The bipolar fenestrated grasper sample was not made available for this incident as it was discarded by the customer. One image was received for evaluation. The image depicted a fractured plastic fragment of the pulley from a bipolar fenestrated grasper. Evaluation of the logs indicated the use life of the bipolar fenestrated grasper was four hundred and seventy-seven minutes with a use count of six. Evaluation of the bipolar fenestrated grasper confirmed the reported condition. The root cause for the reported plastic fracture condition may be attributed to the current jaw subassembly design. The pulley fractures are caused by high cyclic forces from the instrument drive unit (idu) motors combined with a thin plastic wall condition in the pulley. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic pyeloplasty procedure, while the patient was in the operating room and under anes thesia, the bipolar fenestrated grasper (bfg) broke. One of the metal jaws and a piece of the plastic wrist of the bfg fell inside the patient. The parts that fell inside the patient were retrieved and removed. The broken bfg was replaced with another bfg to resolve the issue. The procedure was completed without further problems, and all these actions took less than five minutes. There was no patient injury.